Manufacturer narrative:
Correction:h6: conclusion code should reflect no problem detected. Correction: h11: field should be reflect: the reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. After cleaning the lead, the helix was able to be extended/retracted and the helix length was measured within specifications. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that during implant of the right ventricular lead, the lead was noted to have dislodged. Imaging confirmed the dislodgement but no electrical malfunction was reported. The lead helix was also found to be unable to retract. The lead was exchanged and no adverse patient consequences were reported.